Manufacturer narrative:
Not provided. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported on (B)(6) 2018 that the following event regarding centrimag vv ECMO patient with hvad pump as lvad support and using centrimag for vv ECMO support had rattling noise and had an s3 system alert alarm observed. At the same time, the speed dropped from set speed of 4300rpm to 3500rpm. Clinicians tried to increase speed back up to 4300rpm but speed would not increase. The patient still had forward flow throughout the event. ECMO specialists and nursing staff tried to re-seat the patient's pump motor to fix the rattling sound and clear the s3 alarm, which did not work and the reported motor noted to be very hot. The perfusionist, nursing, intensivist were all present for troubleshooting and inspected the circuit for clots in circuit but they did not see anything. Throughout the troubleshooting, the patient still had forward flow, however the pump was unable to maintain the speed of 4300rpm and s3 alarm was going off without ability to clear, while pump still made the rattling sound inside motor during the troubleshooting time frame. The team replaced the cmag motor and primary console and the flow probe to backup the system, during which time they increased vent to 100%. No issues occurred following system replacement and no further alarms were reported after exchange. No adverse effects for patient were noted by clinicians due to the reported event or due to any system replacement. No further information was provided.

Manufacturer narrative:
Manufacturing evaluation conclusion: the report of s3 alarms, speed changes, and atypical noises coming from the motor could not be confirmed nor reproduced during testing of the returned centrimag motor. The returned motor was evaluated and tested by tech service under work order #53394327. The motor was tested along with its related 2nd gen primary console. During testing the motor did not make any atypical noises or sounds nor did it feel hot to the touch while supporting a pump at various speeds. No error messages were displayed or reproduced during testing. Visual inspection of the motor cable per field action "fa-q318-mcs-1" did not reveal any issues. The motor was functionally tested per the centrimag motor service process and the unit passed all tests. Additional testing of the motor's cable did not reveal any open connections or unintended shorts. The returned centrimag motor was found to function as intended. As a result, the root cause of the reported event could not be conclusively determined nor correlated to a motor related issue. The tested unit was returned to the customer site. Reports of similar events will continue to be tracked and monitored.

Manufacturer narrative:
The device returned for analysis. The complaint investigation determined the reported difficulty was the result of a design related issue. After review of this event and similar incidents, abbott has decided to initiate a voluntary field action for centrimag. Abbott performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis.

Manufacturer narrative:
Section d3: correction.

Manufacturer narrative:
Approximate age of device - 6 months. No further information was provided. The manufacturer is closing the file on this event.